Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The gas inlet valve and solenoid were replaced.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.